Event description:
The customer did not report a malfunction. During onsite inspection of inner sheath, multiple scratches were observed on the isolation beak was found. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, the reportable issue is caused by a component failure of the isolation beak (insulation beak). The most likely cause is that excessive force was applied or contact with a sharp edge. The insulation beak failure is mechanical component problem, but the root cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.